Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in device history files and in power graph generated by adapt power management tool due to internal battery not connected properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and was able to complete rewind. The notification light stopped flashing immediately. No harm requiring medical intervention was reported. The device will be returned for analysis.